Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Paroxysmal atrial fibrillation : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported to abiomed's long term outcomes program a patient on impella support had atrial fibrillation (a fib) with rapid ventricular response. Patient on heparin for impella and amiodarone infusion for a fib.